Event description:
Initial results for three pt creatinine samples were 0.0 mg/dl. When repeated, the results were 0.8, 1.0 and 0.4 mg/dl. There was no adverse impact on any of the affected pts, but the account did not know if any treatment was provided based on the incorrect results. The field service rep found the instrument had a defective sample valve and the r1 reagent probe was loose. He repaired the instrument by replacing the s1 and s2 sample valves and by tightening the sample probe.